Manufacturer narrative:
The insulin pump had intermittent button response on the esc button due to moisture damage on keypad traces. No moisture damage on electronic assembly was noted. The insulin pump was received with cracked reservoir tube, minor scratches on liquid crystal display window, cracked case at liquid crystal display window corner, cracked reservoir tube lip, cracked reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer had a physical damaged around reservoir compartment and button keypad unresponsive on insulin pump. The customer's blood glucose level was 112 mg.dl. The customer was advised to disconnect to the insulin pump and revert to backup plan. The patient's was advised that the insulin pump will be replaced. No furher information was reported.